Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the threading of the stem trial broke off while the doctor was extracting the trial stem from the patient's humerus. The stem trial was lodged inside the patient's humeral canal without a way to remove it with standard tss instrumentation. The doctor had to resect some of the patient's bone to dislodge the and remove the instrument. No patient injury was reported and the event lead to 20 minutes surgical delay.

Manufacturer narrative:
Additional information received on december 2, 2016: no functional deficit is expected on the patient due to this event. Integra has completed their internal investigation on november 30, 2016. The investigation included: methods: review of device history records, review of complaints history. Results: DHR review; a review of manufacturing records found no evidence of nonconformance that could have caused or contributed to the reported event. Complaints history; a review of complaint records during the last 2 years found 8 humeral stem trial complaints reported for breakage. During that period of time, there have been approximately 1431 tss surgeries reported. (B)(4). Conclusion: root causes may be related to use techniques, such as mallet selection used for impaction or material/heat treatment combination.